Manufacturer narrative:
Investigation summary. This complaint is confirmed. This complaint is for contamination in tubes of phoenix ast broth (246003) batch number 2167425. The customer did not provide product returns for investigation but provided photos. The photos show phoenix ast broth with batch number present, with evidence of contamination within the tube. As a result of the photos, this complaint is confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints was performed and revealed no additional complaints on the complaint batch. Complaint trending was performed and no trends were identified associated with this defect. A bd ID/ast plant quality will continue to monitor for trends associated with this defect. Please continue to communicate additional concerns.

Event description:
It was reported that bd phoenix¿ ast broth contamination was observed. The following information was provided by the initial reporter: when customer use ast broth tube to ID/ast test, they saw the broth in tube was contaminated.

Manufacturer narrative:
Common device name: system, test, automated antimicrobial susceptibility, short incubation. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phoenix¿ ast broth contamination was observed. The following information was provided by the initial reporter: when customer use ast broth tube to ID/ast test, they saw the broth in tube was contaminated.